Event description:
An optometrist reported that the flap was incomplete, and the flap could not be opened in the portion where the cornea. A manual blade was used to cut the portion that adhered. The surgeon reported via completed questionnaire that the femtosecond laser was out of focus. The pt was prescribed a bandage contact lens, and asked to return in one week. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).